Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing and impedance measurements greater than 3000 ohms. A fracture was suspected. As a result, the device was programmed to vvi. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.